Manufacturer narrative:
Complained product will not be not available.

Event description:
Small screw loose through one of the oblong openings of the brush head - oral-b [device breakage]. Case narrative: consumer via chat stated that the oral-b toothbrush head stopped rotating and they noticed a small screw loose through one of the oblong openings of the oral-b toothbrush head. No injury was reported.